Event description:
Medtronic received information indicating that following the use of this cryoprobe, during aortic valve replacement surgery, the patient developed complete heart block. During the surgery, an upper median hemi-sternotomy was performed after general anesthesia. Cardiopulmonary bypass was started, and the heart was arrested with cold cardioplegia. After excision of the valve cusps, five cryoablation lesions (-150¿ for 3- 5 minutes) were placed below the right coronary ostium, both above and below the annulus and extending towards the right-left commissure. Additional lesions were extended to the aortomitral continuity. During rewarming the patient developed the complete heart block, which continued for seven days following surgery. At that time the patient underwent a dual chamber pacemaker implant. There have been no recurrences of ventricular arrhythmias up to the six month follow-up and ventricular function has remained normal on echocardiography. The article stated that although valve replacement is a known cause of complete heart block, it is unclear whether the ablation contributed to the heart block. Product return is not expected.

Manufacturer narrative:
The device has not been returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additionally, without the device lot number medtronic cannot determine the manufacture or expiration date. Additional information has been requested regarding the device lot number, and the possible return of the device to medtronic. However, this information has not been made available to medtronic. Publication source: http://dx.doi.org/10.1016/j.hrthm.2015.02.016. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.